Event description:
It was reported that the pump was exposed to high temperatures resulting in the pump being hot to the touch. Reportedly, the pump remained warm to the touch despite being in an air-conditioned house for over 30 minutes. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. A new pump was to be provided, and in the meantime, the customer opted to use multiple daily injections as a backup.